Event description:
It was reported that the patient is a twiddler and pulled the right ventricular (rv) lead, the right atrial (ra) lead, and the left ventricular (lv) lead out of position. The rv lead and the ra lead were repositioned and remains in use. The lv lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.